Event description:
A hospital reported that the mr290 humidification chamber had a crack on the water line or the device. Water was observed around the humidifier. No patient injury was reported.

Manufacturer narrative:
The mr290 humidification chamber is being sent back to fisher & paykel healthcare. There is no information to date. Results: no evaluation has been done pending the return of this device. Our records indicates that no other complaints of this nature have been received for the given lot number. Conclusions: information is insufficient at this time to make a conclusion. We have received similar complaints in the past with an occurrence rate of 0.004% worldwide for the last year. We will continue to monitor all complaints for such faults for any increase in trend.